Manufacturer narrative:
(B)(4) concluded there is an interference of the reagent vidas lyme igm ref. 30319 with the serum l3. Several characterization tests have been performed on the sample l3 of the (B)(6): a positive result for the rheumatoid factor has been obtained performing a waaler rose test. As stated in the instructions for use (IFU), positive results in the vidas lyme igg and igm assay must be interpreted with caution. Cross-reactivity may be observed with certain diseases. Clinical symptoms, epidemiological information and other laboratory test results must all be considered in addition to vidas lyme igm and igg assay results. Vidas lyme igm lot 1003354530 conformed with the declared product performances indicated in the instructions for use.

Event description:
A customer contacted biomerieux regarding a false positive result associated with a (B)(6) exercise performed in november 2014. The igm result for this sample was expected to be negative. The vidas lyme igm test, ref. 30319 gave a positive result while the reagents for other companies gave the expected negative result. (B)(6) is an external quality control scheme organized by (B)(6) on an annual basis. It consists of several blind samples which are tested by different customers on the same technique with the aim of comparing the results and validate the technique. The l3 sample of the (B)(6) exercise is composed of lyophilized plasma of one patient. The vidas lyme igm (lym) assay is an automated qualitative test intended for use on the vidas family of instruments, for the detection of igm antibodies to borrelia burgdorferi sensu lato (sl) in human serum or plasma, to aid in the diagnosis of lyme disease. The reported vidas lyme igm, ref. 30319, is not sold or distributed within the united states; however, a similar vidas lyme igm assay, ref 416436, is sold and distributed within the united states.